Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent surgery involving a plate, a bolt and an insert for insertion handle. When the surgeon connected the insert to the insertion handle, the black screw of the insert was too tight to turn with his hands. The surgeon turned the black screw with a kocher forceps. After the surgery, the surgeon confirmed that the black screw can be turned smoothly. The surgeon commented that the bolt for construct length 70mm is needed. During the surgery, when the surgeon determined length, he read 72mm. Because the surgeon didn¿t have the bolt for construct length 70mm, he used the bolt for construct length 75mm instead. Patient status was stable. Concomitant devices: femoral neck system (fns) plate (part: 04.168.000s, lot: 4l16980, quantity: 1), fns antirotation screw (part: 04.168.475s, lot: 04.168.475s, quantity: 1), fns locking screw (part: 412.217s, lot: 2l78963, quantity: 1). This report is for an insert for fns insertion handle. This is report 1 of 3 for (B)(4).